Event description:
It was reported that during a da vinci-assisted coronary artery bypass procedure, the permanent cautery spatula instrument lacerated the internal mammary artery during dissection. As a result, the procedure was converted to thoracotomy. This did not occur due to unintuitive motion of the instrument. It was unknown if anatomical factors or an accidental movement of the surgeon caused or contributed to the issue. No malfunction of a da vinci device caused or contributed to the event. There was unexpected blood loss due to this event, however the estimated amount of blood loss was unknown. The bleeding was controlled via clipping. No blood transfusions were required or administered. It was unknown if the patient experienced any postoperative complications, and their current status is also unknown. Per the surgeon, it was difficult to identify blood vessels, as the field of view was different than that seen during a thoracotomy. The difficulty in identifying blood vessels was not due to the patient's anatomy nor to an issue with the endoscope. No malfunctions of a da vinci device occurred prior to or at the time of the event. It was unknown if the system and instruments were inspected prior to use.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No malfunction of a da vinci device caused or contributed to the event. No product has been returned to intuitive surgical, inc. For evaluation. No related system errors occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.